Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device mam761 number, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the suture diameter smaller in some sections along the suture thread? Device return status/follow up.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was used. The suture was not used due to slimming part of it. There were no adverse patient consequences reported.

Manufacturer narrative:
Additional information was requested, and the following was obtained: was the suture diameter smaller in some sections along the suture thread? Yes, some areas on suture thinner than normal sections. Device return status/follow up: we are talking for return of the product with hospital warehouse.

Manufacturer narrative:
(B)(4). An opened sample of product code w9552, lot # mam761 was received for evaluation. During the visual inspection of the sample, the swage and attachment area were noted to be as expected, the suture was received dispensed and tangled and due to this condition damaged on the surface was observed (twist). A functional test by suture diameter was performed on the sample using a federal gauge and the result met the requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample received, no performance suture diameter issue was noted.